Event description:
Pump alarming "system error", unable to silence except by turning off pcu. The rn was unable to retrieve information before turning pump off. Biomedical assessment: pcu error log has system error 111.2002.2. Biomedical eng. Was unable to determine the issue; so the pump was sent to alaris for evaluation and repair. There was no patient harm.